Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report# 3006705815-2019-03985. It was reported both of the patient's leads were fracture. In turn, the patient underwent surgical intervention wherein both leads were explanted and replaced. Therapy was restored post operatively.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2019-03985.